Event description:
On (B)(6) 2011, pt reported having concerns with the infusion set leaking at the infusion site. Pt stated he will be using the infusion set for around a day and a half and then he will start to notice that his shirt is wet and smells of wet leather from his pump case getting wet. Pt reported this has been an ongoing concern. Pt stated when he removes the infusion set only around 10% of the time is it bent. Offered to send out a trainer; pt declined. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.